Manufacturer narrative:
Device is a combination product. A promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The first and second stent struts on the proximal end were lifted and pulled in a distal direction. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft a hypotube kink 265mm distal to the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous proximal to distal left circumflex artery. Following pre-dilatation with a maverick balloon catheter, a 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross. A buddy wire was used for support but the stent still could not cross. The procedure was completed with the same buddy wire and another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.